Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
When investigating a similar report (case (B)(4)) it was reported that the same surgeon had also mentioned two additional similar cases one case involved a patient who underwent a pars mid-substance repair procedure on (B)(6) 2018. The incision healed and the sutures began to protrude through the patient's skin at the distal anchor site. The surgeon has performed a revision procedure to remove the anchors. The sutures within the achilles remained in the patient. The surgeon found the achilles looks good after the repair. Patient has no known allergies and is not diabetic. No photos were available to provide. Sales rep reported that the surgeon indicated to him that he believes there is some sort of inflammatory response to the anchors, as the wound initially healed and then appeared to become full of pus and is soft to the touch before it opened up and began to spit out the suture. Date of revision is (B)(6) 2019. This case reference number is case (B)(4). The three similar cases have been reported under the following arthrex reference numbers: (B)(4).